Event description:
The account alleged that after lowering the head section using the CPR release, the head motor will start turning the drive down but it will stop after a few revolutions. The head drive doesn't run down far enough to re-engage the head torque cage with the CPR cage. The account unplugged the bed and manually lowered the head drive down all the way. When the account plugged the bed back in, the head section ran up unintentionally.

Manufacturer narrative:
The account found a stuck head up switch at the tp right head siderail control. The account replaced the bed function switch package to repair the bed.